Manufacturer narrative:
Device not returned. Additional manufacturer narrative: (B)(4). The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The device has not been returned for evaluation, and no additional information was provided. There has been no information to suggest a device malfunction that may have caused or contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the 27mm aortic bioprosthesis was explanted at implant, and replaced with same model 25mm valve. Through follow-up, the surgeon indicated that while implanting the valve it proved to be too big for the annulus - (although the annulus was measured with the sizer beforehand as usual). Therefore, a smaller prosthesis was implanted. Surgeon also indicates there was no adverse event associated with this exchange. There has been no information to suggest a device malfunction related to this event.